Event description:
The customer reported to olympus, e216 error and a snowy image on the evis exera iii xenon light source. Additionally, the subject device had a b30 "scope communication err¿ occur on the subject device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. Customer called the olympus technical assistance center (tac) support to troubleshoot the device. Customer reported a snowy image issue, a e216 error and a b30 error was occurring with two different scopes. The customer stated it occurred with their clv-190 and the loaner clv-190. The customer reported the maj-1933 communication cable was replaced with a new one. Olympus technical assistance center (tac) instructed the customer to send in the scope for repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Error codes e216 and b30 occur when communication between the scope and the processor fails. Snowy images occur when image transmission between the scope and the processor fails. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the errors could not be determined. Olympus will continue to monitor field performance for this device.